Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl with ketones and went to the emergency room (ER) and subsequently was hospitalized. Reportedly, cause of elevated bg was unknown. Ketone level was identified as dangerous by healthcare provider. Customer received intravenous fluids and insulin as treatment for elevated bg. Customer was released from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage sustained.